Event description:
Blood leak and depressed silicone. Neonatal intensive care unit patient. It is stated by central service manager that nurse was checking on the infant and saw a spot of blood on the blanket. The intravenous was still connected, but she noticed approximately 3cc of blood had leaked from the clave and the silicone was depressed. She replaced the clave and restarted the intravenous fluid administration. Other than the blood leak, no injury was reported.